Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in the emergency room at the time of the report. They had klebsiella pneumoniae due to being catheterized for 40 days. They stated they would be running tests to verify if they have sepsis. No further patient complications were reported as a result of this event.